Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5099397) that a female patient underwent breast surgery with 250cc saline mentor smooth round moderate profile breast implants and experienced several unexplained systemic symptoms, including breast lumps, increased heart rate, heart palpitations, achy joints and muscles, hair loss, loss of appetite, vertigo, vision decline, infertility, loss of menstrual cycle, nerve pain in hands and feet, fatigue, brain fog, memory loss, light sensitivity, recurring urinary tract infection, kidney stones, ringing in ears, decreased libido, shortness of breath, swollen lymph nodes, breast masses and dizziness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.